Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7., d.7, d.10, g.1., h.3, h.6.

Event description:
Healthcare professional additionally reported right side "any creases". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, broken plug strap, missing plug, opening linear on posterior and white calcification like leak test and microscopic analysis was performed which identified: sharp opening on posterior and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: shar opening on posterior assessed as an unidentified (tear) opening, a striated broken on plug strap assessed as surgical damage consist in the use of some surgical tool, missing plug strap assessed as inconclusive. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported right side "any creases". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.